Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was delayed in responding to presses. There was no reported adverse impact to the customer's bg. Customer declined follow-up troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.